Event description:
The customer contact reported the patient received more IV fluid than intended. At an unspecified time, the pump was programmed to deliver normal saline at a rate of 60ml/hr with an unspecified volume to be infused (vtbi) for a duration of 24 hours. After an unspecified length of time, the nurse returned to the patient's room and at this time noted that the solution bag was empty. It was reported that the delivery "finished 2 to 3 hours early." No audible alarms were noted. The patient was treated with an unspecified concentration of lasix. There were no reported adverse patient sequelae. The pump was removed from clinical service. During testing at the user facility, the pump delivered more fluid than expected. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.